Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty with possible intervention procedure, the tip of the diagnostic catheter detached within the patient. The clinician had acquired retrograde arterial access and was attempting to place a peripheral vascular stent within the common iliac artery when the catheter tip detached. The clinician successfully removed the foreign body from the patient via a vascular snare device, resulting in a no additional consequences to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.